Event description:
It was reported to philips that the system's monitor was giving a red screen, preventing imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the diagnostic coronary procedure was completed by using same system. The philips field service engineer (fse) inspected the system onsite and identified that the x34 connector on the suite pc was faulty, which caused image problems and a red screen. The fse replaced the x34 connector on the suite pc and made adjustments to the related video and splitter connectors to resolve the issue. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.